Event description:
It was reported that 1 day after the stent implantation in the left internal carotid artery, the patient developed a headache and a right hand neurological deficit. Computed tomography suggested hyperperfusion syndrome. The patient was treated with anti-hypertensive medication and the symptoms improved. The patient was discharged to a rehabilitation facility 3 days after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of pain (head) and neurological event are known observed and potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.